Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call spi to motor pic communication error alarm on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised the insulin pump did not work properly, the device made a noise and had a circle on the display screen. Customer changed out their entire set and the display screen was frozen. Customer advised they had an rtc problem in addition to the spi to motor pic communication error alarm. Customer advised there were multiple alarms and the device needed to be replaced. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, and minor scratches on the display window.